Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain during cardiac contractility modulation therapy. The physician opted to remove two right ventricular (rv) leads that had been implanted at the rv septum, both, in an off-label way. A different placement with two new other leads was completed. The rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced pain during cardiac contractility modulation therapy. The physician opted to remove two right ventricular (rv) leads that had been implanted at the rv septum, both, in an off-label way. A different placement with two new other leads was completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.